Manufacturer narrative:
The lens was returned positioned correctly in the lens case. Solution was dried on the lens. The patterns of the dried solution may have been interpreted as the reported "line across the iol" complaint. The lens was cleaned with klotho-related protein (klrp) for further evaluation. The reported "line" was not observed. No haptic or optic damage observed. The reported damage was not observed. The product investigation could not identify a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).

Event description:
A general manager reported that, line across the iol. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).